Event description:
(B)(4). This solicited case, reported by a consumer, via a patient support program, concerned a (B)(6) male patient. Medical history included hospitalization for high ketone on an unknown date in the beginning on 2012 and historical use of insulin human, insulin human injection, isophane (novolin). Concomitant medications were not reported. During hospitalization, the patient was started on insulin lispro (humalog) 12 each morning and 12 each evening, subcutaneously, via a reusable humapen luxura device, for the treatment of diabetes mellitus, beginning on an unknown date in 2012. After about half a month, the patient was discharged. Therapy with insulin lispro was continued. On (B)(6) 2015, the patient was hospitalized again due to high ketone with symptoms of thirst and vomit. Ketone value was 7.1 (no units provided). The patient was diagnosed with diabetic ketoacidosis, which was considered serious for medical significance and hospitalization. During hospitalization, therapy with insulin lispro was increased to 12 each morning, 10 each afternoon, and 10 each evening and the patient was started on insulin glargine (lantus) 14 unknown units once daily for diabetes mellitus treatment. The patient also received an unspecified intravenous drip. After 11 days in the hospital, the patient was discharged on (B)(6) 2015. It was noted the patient also had a cold at the time of the event (onset date not reported). The outcome of the diabetic ketoacidosis was recovering. Outcome of cold was not reported. It was also reported that the button of the patients humapen luxura device could not be pressed and it was hard for the patient to inject insulin (product complaint unknown/lot number unknown). No further information was reported. Therapy with insulin lispro was continued. The patient operated the humapen luxura device. Information regarding the general/suspect device duration of use, the patients training status, and the status of the device was not reported. The consumer could not provide an opinion of relatedness for diabetic ketoacidosis. A relatedness assessment was not provided for the event of cold. Update 10feb2015: additional information was received on 10feb2015 from the consumer reporter. Added patients age. Updated humapen luxura device to suspect. Removed events of ketones high, thirst, and vomit and added serious event of diabetic ketoacidosis as the diagnosis. Added non-serious event of cold. Updated narrative with the new information including causality and added suspect device use information. Update 17feb2015: upon review of this case on 17feb2015, the case was opened to updated the medwatch fields for regulatory reporting.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 05may2015. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a patient reported that the button on his humapen luxura device would not press down and it was hard to inject insulin. He experienced diabetic ketoacidosis. Investigation of the returned device (batch 0910b04, manufactured october 2009) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer, via a patient support program, concerned an (B)(6) year old (B)(6) male patient. Medical history included hospitalization for high ketone on an unknown date in the beginning on 2012 and historical use of insulin human, insulin human injection, isophane (novolin). Concomitant medications were not reported. During hospitalization, the patient was started on insulin lispro (humalog) 12 each morning and 12 each evening, subcutaneously, via a reusable humapen luxura burgundy device, for the treatment of diabetes mellitus, beginning on an unknown date in 2012. After about half a month, the patient was discharged. Therapy with insulin lispro was continued. On (B)(6) 2015, the patient was hospitalized again due to high ketone with symptoms of thirst and vomit. Ketone value was 7.1 (no units provided). The patient was diagnosed with diabetic ketoacidosis, which was considered serious for medical significance and hospitalization. During hospitalization, therapy with insulin lispro was increased to 12 each morning, 10 each afternoon, and 10 each evening and the patient was started on insulin glargine (lantus) 14 unknown units once daily for diabetes mellitus treatment. The patient also received an unspecified intravenous drip. After 11 days in the hospital, the patient was discharged on (B)(6) 2015. It was noted the patient also had a cold at the time of the event (onset date not reported). The outcome of the diabetic ketoacidosis was recovering. Outcome of cold was not reported. It was also reported that the button of the patients humapen luxura burgundy device could not be pressed and it was hard for the patient to inject insulin ((B)(4)/lot number 0910b04). No further information was reported. Therapy with insulin lispro was continued. The patient operated the humapen luxura device. Information regarding the general/suspect device duration of use and the patients training status were not provided. Device returned on 12feb2015. No malfunction was identified. The consumer could not provide an opinion of relatedness for diabetic ketoacidosis. A relatedness assessment was not provided for the event of cold. Update 10feb2015: additional information was received on 10feb2015 from the consumer reporter. Added patients age. Updated humapen luxura device to suspect. Removed events of ketones high, thirst, and vomit and added serious event of diabetic ketoacidosis as the diagnosis. Added non-serious event of cold. Updated narrative with the new information including causality and added suspect device use information. Update 17feb2015: upon review of this case on 17feb2015, the case was opened to updated the medwatch fields for regulatory reporting. Update 01apr2015: information received 30mar2015 added product complaint number. Added number to narrative. No additional changes to case were made. Update 05may2015. Additional information received 04may2015 from the global product complaint database. To device page coded the device to humpen luxura burgundy, entered the returned date, lot number, manufactured date, malfunction to no, added device specific safety summaries (dsss), updated the EU/ca fields, medwatch fields, and updated the narrative accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.